Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, high peak inspiratory pressure, low minute ventilation, and high peak end expiratory pressure alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the all three transducers failed the zero calibration testing. The customer reported there is no patient involvement associated with the event.